Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/12/2002 and was last repaired on 04/15/2009 for a non-related issue. Investigation revealed bent tines on the right side of the comb and damage to the side plates, roller and roller gear, shoulder bolts, ratchet gear, pin and spring. Prior to repair, test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the side plates, comb, roller and roller gear, shoulder bolts, washers, ratchet gear, pin and spring. The device has not been returned to zimmer surgical for maintenance or repair in five years; therefore, lack of preventative maintenance most likely caused the damage to the comb, roller, roller gear and ratchet components, which most likely caused the damage to the comb, roller, roller gear and ratchet components, which most likely caused the customer's reported event. Per the instructions for use, "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance." The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not meshing smoothly. The cradle (comb) that holds the cutter appeared bent at one end. There was no patient harm; however, there was a delay in surgery for an unknown amount of time. The procedure was completed with an alternate device. The reported issue occurred during surgery; however, there was no patient injury associated with the report. An alternate device was retrieved for use during the surgery and the surgery time was increased by an unknown amount of time.